Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right pulmonary segmentation, the surgeon had a difficult time to close the stapler after tissue repositioning and grasping. He heard a clicking noise and observed the articulation breaking. The staple was unable to be fired. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two videos of a loading unit. A visual inspection of the returned videos noted that the loading unit's jaws were opened and closed repeatedly. The loading unit's jaws did not close completely. There is no articulation joint on this loading unit as it is a straight single use loading unit (sulu). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. The user's reported issue of the articulation joint was broken was not confirmed. If information is provided in the future, a supplemental report will be issued.